Event description:
It was reported via phone call that the keypad on the insulin pump is unresponsive. . It was also stated that the spring in the battery compartment is broken and the customer has to play with it every time the battery is changed. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.